Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the pump experienced suction alarms that were resolved by giving volume. Additionally, the patient experienced gastrointestinal bleeding as well as access site bleeding with no resolution specified in either case. The patient also experienced limb ischemia that was resolved by surgical repair of the right femoral artery, but with no resolution specified for the left side. The patient expired. Additional information noted that care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿